Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a disposable perforator (ID 261221) auto release function did not work properly and damaged the dura. While making the second burr hole, the surgeon thought it to be dull and applied more force than usual. The procedure was completed with a replacement product available. The drill used was midas rex/ medtronic, and two burr holes were made. The event did not result in a delay in surgery. A rocking motion was included through the drilling process and there was a constant downward pressure according to information provided, it is unknown the type of intervention/treatment done for dural repair. It is also unknown if the perforator clicked in place in the drill, if the recommended spring tests were being performed between each burr hole and if the drill was electric or pneumatic. It is also unknown if the angle of approach was perpendicular as the IFU (instructions for use).

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Disposable perforator (ID 261221) was not returned for evaluation as the product is not available for return as per customer, therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) is currently an open to investigate the disposable perforator product family for perforator failure to disengage reports.